Manufacturer narrative:
Isi has not received the mega suturecut needle driver for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the mega suturecut needle driver (471309-15/k11210921-0134) associated with this event has been performed. Per logs, the mega suturecut needle driver was last used on (B)(6) 2022 on system sk0636, with 10 uses remaining. The procedure was an incisional hernia tapp. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The . Fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the mega suturecut needle driver broke and fragments were dropped into the patient. The clinical sales rep (csr) stated that the surgeon was able to retrieve the fragments in the patient and continued the procedure with a new needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.